Manufacturer narrative:
Follow up of this report will be provided upon evaluation of complaint product is completed.

Event description:
It was reported to boston scientific (bsc) on 12/27/2006 that a customer has an issue with a bsc power module. According to the customer "battery was in the charger for 15 mins and when they removed the battery from the charger, it sparked and released a flame, the battery then jumped about two feet into the air and landed on the floor the tech handling the battery was slightly singed. The battery was used the day before and worked fine. The dr then had the tech plug the battery into the capital equipment, used it for the case and again the battery worked fine, the battery was the old cyroplasty battery with 15 min charge time." There were no pt complications, pt is fine.